Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) while using an electric barbeque grill. Also, the ICD showed that both the atrial and ventricular electrograms clearly had noise. The ICD is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).